Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: chest injury. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast augmentation with 600cc mentor memorygel breast implants and experienced baker grade iii/IV capsular contracture on the right side postoperatively. The patient also experienced a gunshot wound on the left side. As a result, the patient underwent bilateral device removal on (B)(6) 2020. This report is for the patient's left-sided device.

Manufacturer narrative:
Additional information: on july 21, 2020, mentor became aware that the patient underwent bilateral device removal and replacement with 650cc mentor memorygel breast implants, catalog number 3506501bc, serial numbers (B)(6) on the right side and (B)(6) on the left side on (B)(6) 2020. On july 23, 2020, mentor became aware of the correct implantation date. This report is for the patient's left-sided device. Manufacturer's reference number: (B)(4).